Manufacturer narrative:
(B)(4). Concomitant medical product: item # 42517400710l ot # 62134006, item # 42527000505 lot # 62817492, item # 42527000505 lot # 62188408, item # 42527000505 lot # 63743435, item # 42527000303 lot # 62769780, item # 42527000303 lot # 62614838, item # 42527000707 lot # 63535363. Reported event was confirmed by review of device returned. Examination of the returned part determined that the device exhibits signs of repeated use (nicked and gouged) and is fractured. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03331, 0001822565-2018-03332, 0001822565-2018-03333, 0001822565-2018-03335, 0001822565-2018-03336, 0001822565-2018-03340, 0001822565-2018-03334.

Event description:
It was reported that the persona knee instruments was returned as it was fractured, no patient involvement. Attempts to obtain additional information have been made; however, no more is available.